Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the missing air/water supply, other evaluation findings are as follows: there was a cut on switch#1; the insulation resistance value at the plastic distal end was not within specification; the angulation was not to production standard (needs to be reset); there were scratches and dents on the hold ring; and the bending section cover glue was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was no air/water flow. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. This report is also linked to the patient identifier, (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Correction: b5 inadvertently stated "this report is also linked to the patient identifier, (B)(6)." As this does not apply to this report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. The suggested event can be detected by handling the device in accordance with the instructions for use (IFU): "inspection of the air-feeding function inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.